Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported the front top edge of their aligner cutting their gums above their front teeth. Provided fit tips and to gently file the area and to provide an update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.